Manufacturer narrative:
(B)(4). (B)(6). Device manufacture date: the device manufacture date is currently unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the compact air drive device was not providing enough torque to the oscillating saw attachment device. During service and evaluation, it was determined that the device failed the following assessments at pretest: check the attachment coupling, check attachment coupling with attachments, check for untrue running, check for excessive noise, check the power with test bench, and check starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: upon complaint review, it was determined that the device evaluation documented on the initial medwatch was incomplete as it was inadvertently missed. During service and evaluation, it was further determined that the motor had seized, was jammed and moved heavy. It was noted that the motor was not working and the device had a coupling problem. If additional information should become available, a supplemental medwatch report will be submitted accordingly.